Event description:
During a rotator cuff repair and a clinical evaluation of the quick-t fixation system, the surgeon experienced a slack condition in the suture in one out of three systems implanted. The suture was cut free along with the t and removed. The anchor was left embedded in the pt's bone. Repair was successfully completed withou injury or complications to the pt.